Manufacturer narrative:
The device has been returned. Once the device is investigated, a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that a silent nite appliance has broken. It was reported that the patient needs a remake because one of the buttons popped off. No injury was reported.

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned without the original case. The returned device was visually inspected, and clasp was observed to be broken. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Broken - the blue clasps appear to be broken. Delamination - layers were intact and did not separate. Discoloration - the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer internal reference number is: (B)(4).